Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 0.7; second test inr = 1.8.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070650: first test inr = 0.7; second test inr =1.8; mean = 1.25; sd = 0.78; %cv = 62%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested.